Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) collapsed due to an unknown reason and was hospitalized. It was noted that a device interrogation was not performed in the hospital, however, the patient was checked and noted to be stable. The patient was seen in clinic three days later. A review of stored device memory revealed ventricular tachycardia (vt) episodes, however, the electrograms (egm) were unable to be viewed. Boston scientific technical services (ts) discussed the options of saving the episodes to a programmer and printing. Attempts to obtain additional information was unsuccessful. This product remains implanted and in service. No additional adverse patient effects were reported.